Event description:
It was reported that the preloaded johnson and johnson(jnj) intraocular lens (iol) had a groove or scratch on the optical part of the lens. The issue was noticed at the time of surgery in the right eye. The iol touched the eye but the doctor noticed the scratch on the lens and did not introduce it. Therefore, the iol was not fully inserted because the scratch on the lens was evident. There was no injury, no capsule tear, unplanned vitrectomy or sutures used. No medication outside the standard of care. The doctor requested a new lens from the same manufacturer and grade. The occurrence did not cause health problems. There were no other products involved in this event. The issue occurred in their surgical center room b and the incident was verified by the surgeon. No further information was provided.

Manufacturer narrative:
Section a4, a5 patient information: information unknown/asku. Section d6a, if implanted, give date: not applicable. The lens was not implanted. Section d6b, if explanted, give date: not applicable. The lens was not implanted. Therefore, not explanted. Section e1, telephone number: (B)(6). Ng the telephone number in h10 as the field only takes the us format. Section h3-other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes section d9: date returned to manufacturer: feb 23, 2024 section h3: evaluated by manufacturer: yes device evaluation: the product was received. The product was visually inspected under magnification revealing that the cartridge tip was cracked and damaged. The plunger rod tip was also damaged. Ovd was observed inside the cartridge and was also observed inside the lens module indicating that and excessive amount of ovd was used, which can cause the lens to advance incorrectly and can contribute to the complaint issue reported. The lens was visually inspected revealing a crack on the edge of the lens and a scratch on the optic of the lens. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.